Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued.

Event description:
Dealer is stating that the power switch has no audible alarm.